Manufacturer narrative:
A specific root cause could be determined with the information provided. The calibration and quality control data was within range. It was noted the customer was not using the recommended rack adaptors. No additional information was provided for investigation. No adverse event occurred.

Event description:
The customer received a questionable human chorionic gonadotropin, stat (hcg) result on their elecsys 2010. The patient's initial hcg result from the primary tube was 10.42 miu/ml accompanied by a data flag and it was reported outside the laboratory. The doctor did not believe the result as a scan showed the patient was pregnant. On (B)(6) 2012, the patient had a second sample drawn and the initial result was 10000 miu/ml accompanied by a data flag from the primary tube. On (B)(6) 2012, the first sample was repeated in the primary tube and the result was 10000 miu/ml accompanied by a data flag. The first sample was diluted 1:100 and the result from a sample cup was 9353 miu/ml. The first sample was manually diluted 1:100 and the result from a sample cup was 9502 miu/ml. The second sample was repeated and the result was 10000 miu/ml from the primary tube. The second sample was repeated with a 1:100 dilution and the result was 10295 miu/ml from a sample cup. The second sample was repeated with a 1:100 dilution and the result was 10008 miu/ml from a sample cup. The second sample was repeated again with a 1:100 dilution and the result was 10258 miu/ml from a sample cup. It is unknown if any of the results from the second sample were reported outside the laboratory. There were no adverse events. The hcg reagent lot number was 164949 and the expiration date was 10/31/2012.

Manufacturer narrative:
This event occured in (B)(6).